Event description:
It was reported that the patient experienced a cerebral vascular accident. In (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed and the closure device was implanted in the laa of the patient. There were no patient complications that were reported. In (B)(6) 2019 the patient experienced a cerebral vascular accident. The patient was restarted on their anticoagulation medication and discharged.